Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: the result of the investigation is inconclusive as the sample was not returned for evaluation. Based upon the available information a definitive root cause has not been determined. It is unknown if patient factors, handling or procedural techniques may have contributed to the reported events. Labeling review: the IFU (in122) was reviewed and contains the following information relevant to the reported event: description: the hub/¿y¿ connector consists of a through lumen, allowing the catheter to track over a guidewire, and a balloon port, used to inflate the balloon a 0.014¿ (0.356 mm) guidewire is recommended for use with the sleek® otw catheter. Warnings: do not advance the guidewire, balloon dilation catheter, or any component if resistance is met, without first determining the cause and taking remedial. Directions for use: inspection and preparation: remove the balloon sleeve by first withdrawing the shipping mandrel slightly and then slowly removing the sleeve while holding the catheter as close to the balloon as possible. If any resistance is felt, or if any stretching of the catheter is observed while removing the balloon sleeve, the product should not be used. The catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident. (Expiry date 02/2020).

Event description:
It was reported that during preparation, upon loading the balloon catheter onto the guidewire the distal tip of the pta dilatation balloon catheter was allegedly found to be deformed. There was no reported patient contact.